Event description:
The caller stated the tracheostomy tube's inner cannula and cap fit too loosely and that the inner cannula is loose enough that it twists out nightly. The cap used also falls off too easily. The trach was in use for approximately 3 weeks, and was replaced with another 8fen.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.